Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17120. It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was over-sensing noise resulting in inappropriate mode switching. The patient's ventricular lead was also found to be exhibiting high capture threshold. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead connector portion was returned in one piece. Final analysis found no anomalies except for damages consistent with procedure damage.

Event description:
New information received notes that the patient's right ventricular lead and atrial lead were explanted.